Event description:
A report received from (B)(6) stated following movement of an 840 ventilator's screen the display went blank. It is unknown if there was patient involvement.

Manufacturer narrative:
The customer reportedly replaced the graphical user interface (gui) cable to resolve the issue. Ther have been no additional reports relating to this device or incident. Covidien ref: (B)(4).